Event description:
Patient had norwood hypoplastic left heart in (B)(6) 2018 and glenn procedure in (B)(6) 2018. On (B)(6) 2019, patient presented in surgery with aortic stenosis with residual coarctation. The cardiocel implant was not removed but cut through and repaired with photofix. This information was reported to admedus representative who provided the information to the complaint system.